Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), intervertebral disc degeneration ("severe deterioration of discs between l4 - l5, and l5 - s1") and salpingitis ("chronic salpingitis") in a 31-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin and aspirin. Past adverse reactions to the above products included hypersensitivity with aspirin and penicillin. Concurrent conditions included chest pain, depression, gastrointestinal disorder, back pain, yeast infection, microdiscectomy, wisdom teeth removal, colposcopy, weight increased, weight loss, loss of energy, dizziness, headache, blurred vision, hot flashes, feeling cold, weakness, equilibrium loss, blood in stool, vaginal infection, herpes nos, anxiety, tendency to bruise easily, palpitations, skipped beats and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera), omeprazole, sertraline (zoloft) and valaciclovir. On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 6 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) , the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criterion hospitalization), salpingitis (seriousness criterion medically significant), inflammation ("inflammation"), menorrhagia ("heavy menstrual cycle/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramps") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the intervertebral disc degeneration, salpingitis, inflammation, menorrhagia, abdominal pain lower, vaginal haemorrhage and fatigue outcome was unknown. The reporter provided no causality assessment for intervertebral disc degeneration with essure. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, inflammation, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping, pelvic pain, inflammation and chronic salpingitis. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet was received. Reporter information and concomitant condition were added. Event outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), intervertebral disc degeneration ("severe deterioration of discs between l4 - l5, and l5 - s1") and salpingitis ("chronic salpingitis") in a 31-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin and aspirin. Past adverse reactions to the above products included hypersensitivity with aspirin and penicillin. Concurrent conditions included chest pain, depression, gastrointestinal disorder, back pain, yeast infection, microdiscectomy, wisdom teeth removal, colposcopy, weight increased, weight loss, loss of energy, dizziness, headache, blurred vision, hot flashes, feeling cold, weakness, equilibrium loss, blood in stool, vaginal infection, herpes nos, anxiety, tendency to bruise easily, palpitations and skipped beats. Concomitant products included medroxyprogesterone (depo provera), omeprazole, sertraline (zoloft) and valaciclovir. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 6 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criterion hospitalization), salpingitis (seriousness criterion medically significant), inflammation ("inflammation"), menorrhagia ("heavy menstrual cycle/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramps") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intervertebral disc degeneration, salpingitis, inflammation, menorrhagia, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and fatigue outcome was unknown. The reporter provided no causality assessment for intervertebral disc degeneration with essure. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, inflammation, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping, pelvic pain, inflammation and chronic salpingitis. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received. Lot number was added. Events added: vaginal bleeding, dysmenorrhea, fatigue. Concomitant diseases and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058400) on 29-dec-2015. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both device stared to separate (inner coil/outer col)/lbeginning to fragment /left got lot of separation/break down and break apart/coils started to separate/ deteriorate'), fallopian tube perforation ('perforation of proximal right fallopian tube'), device dislocation ('inner rod had already migrated to the abdomen'), pelvic pain ('chronic pelvic pain/pain'), salpingitis ('chronic salpingitis'), intervertebral disc degeneration ('severe deterioration of discs between l4 - l5, and l5 - s1'), autoimmune disorder ('worst autoimmune flare'), loss of consciousness ('nearly passed out') and altered state of consciousness ('in and out of consciousness') in a 31-year-old female patient who had essure (batch no. 628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "pathology showed my coils were not properly placed". The patient's previously administered products included for an unreported indication: aspirin, penicillin, ibuprofen and vicodin. Past adverse reactions to the above products included hypersensitivity with aspirin and penicillin. Concurrent conditions included chest pain, depression, gastrointestinal disorder, back pain, yeast infection, microdiscectomy, wisdom teeth removal, colposcopy, weight increased, weight loss, loss of energy, dizziness, headache, blurred vision, hot flashes, feeling cold, weakness, equilibrium loss, blood in stool, vaginal infection, herpes nos, anxiety, tendency to bruise easily, palpitations, skipped beats, ovarian cyst, fibrosis and inflammation. Concomitant products included antidepressants, medroxyprogesterone acetate (depo provera), omeprazole, prednisone, sertraline hydrochloride (zoloft) and valaciclovir. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), intervertebral disc degeneration (seriousness criterion hospitalization), autoimmune disorder (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), altered state of consciousness (seriousness criterion medically significant), inflammation ("inflammation"), menorrhagia ("heavy menstrual cycle/abnormal bleeding (vaginal, menorrhagia)"), cramp in lower abdomen ("cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("back hurt/low back pain"), menstrual disorder ("menstrual symptoms"), dental caries ("few cavities"), muscle spasms ("crazy spasm"), intervertebral disc protrusion ("herniated and the material hit nerve making my right leg go numb"), hypoaesthesia ("my right leg go numb"), procedural pain ("complained of more pain than usual for this procedure/cramping/(which would explain the extreme pain during implantation)"), abdominal pain lower ("cramping"), dizziness ("get dizzy"), vision blurred ("my eyes are having difficulty adjusting"), feeling abnormal ("floating head sensation too"), nausea ("immediately nauseous") and arthralgia ("symmetrical joint pain") and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (back surgery, microdiscectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, salpingitis, autoimmune disorder, loss of consciousness, altered state of consciousness, inflammation, menorrhagia, cramp in lower abdomen, vaginal haemorrhage, fatigue, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, abdominal pain lower, dizziness, vision blurred, feeling abnormal, nausea and arthralgia outcome was unknown, the pelvic pain and dysmenorrhoea had resolved and the intervertebral disc degeneration had not resolved. The reporter provided no causality assessment for intervertebral disc degeneration with essure. The reporter considered altered state of consciousness, arthralgia, autoimmune disorder, back pain, cramp in lower abdomen, dental caries, device breakage, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypoaesthesia, inflammation, intervertebral disc protrusion, loss of consciousness, menorrhagia, menstrual disorder, muscle spasms, nausea, pelvic pain, procedural pain, salpingitis, vaginal haemorrhage, vision blurred, weight increased and abdominal pain lower to be related to essure. The reporter commented: silver metallic coil consistent with assure device (gross diagnosis).the specimen consist of a 3.0 x 0.3 cm spiraled silver metallic coiled is present. Discrepancy noted : plaintiff states that coils were not properly placed and doctor forcibly created a parallel opening through my tubes (which would explain the extreme pain during implantation) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping, pelvic pain, inflammation, chronic salpengitis, device breakage, fallopian tube perforation, autoimmune disorder, altered state of consciousness, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, abdominal pain lower, dizziness, vision blurred, feeling abnormal and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs and social media received. Reporter information were updated. Historical drug and concomitant drug were added. Event : worst autoimmune flare, back hurt/low back pain, both device stared to separate (inner coil/outer col)/lbeginning to fragment /left got lot of separation/break down and break apart/coils started to separate/ deteriorate, fallopian tube perforation, menstrual symptoms, few cavities, gained so much weight, crazy spasm, one of them herniated and the material hit nerve making my right leg go numb, my right leg go numb, complained of more pain than usual for this procedure/cramping/(which would explain the extreme pain during implantation), in and out of consciousness, get dizzy, my eyes are having difficulty adjusting, floating head sensation too, immediately nauseous were added. Outcome of the event : severe deterioration of discs between l4 - l5, and l5 - s1 were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6)2015 . The most recent information was received on (B)(6)2019 . This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both device stared to separate (inner coil/outer col)/lbeginning to fragment /left got lot of separation/break down and break apart/coils started to separate/ deteriorate'), fallopian tube perforation ('perforation of proximal right fallopian tube'), device dislocation ('inner rod had already migrated to the abdomen'), pelvic pain ('chronic pelvic pain/pain'), salpingitis ('chronic salpingitis'), intervertebral disc degeneration ('severe deterioration of discs between l4 - l5, and l5 - s1'), autoimmune disorder ('worst autoimmune flare'), loss of consciousness ('nearly passed out') and altered state of consciousness ('in and out of consciousness') in a 31-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "pathology showed my coils were not properly placed". The patient's previously administered products included for an unreported indication: aspirin, penicillin, ibuprofen and vicodin. Past adverse reactions to the above products included hypersensitivity with aspirin and penicillin. Concurrent conditions included chest pain, depression, gastrointestinal disorder, back pain, yeast infection, microdiscectomy, wisdom teeth removal, colposcopy, weight increased, weight loss, loss of energy, dizziness, headache, blurred vision, hot flashes, feeling cold, weakness, equilibrium loss, blood in stool, vaginal infection, herpes nos, anxiety, tendency to bruise easily, palpitations, skipped beats, ovarian cyst, fibrosis and inflammation. Concomitant products included antidepressants, medroxyprogesterone acetate (depo provera), omeprazole, prednisone, sertraline hydrochloride (zoloft) and valaciclovir. On (B)(6)2009 , the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). On (B)(6)2016 , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), intervertebral disc degeneration (seriousness criterion hospitalization), autoimmune disorder (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), altered state of consciousness (seriousness criterion medically significant), inflammation ("inflammation"), menorrhagia ("heavy menstrual cycle/abnormal bleeding (vaginal, menorrhagia)"), the first episode of abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("back hurt/low back pain"), menstrual disorder ("menstrual symptoms"), dental caries ("few cavities"), muscle spasms ("crazy spasm"), intervertebral disc protrusion ("herniated and the material hit nerve making my right leg go numb"), hypoaesthesia ("my right leg go numb"), procedural pain ("complained of more pain than usual for this procedure/cramping/(which would explain the extreme pain during implantation)"), the second episode of abdominal pain lower ("cramping"), dizziness ("get dizzy"), vision blurred ("my eyes are having difficulty adjusting"), feeling abnormal ("floating head sensation too"), nausea ("immediately nauseous") and arthralgia ("symmetrical joint pain") and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (back surgery, microdiscectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 9-mar-2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, salpingitis, autoimmune disorder, loss of consciousness, altered state of consciousness, inflammation, menorrhagia, vaginal haemorrhage, fatigue, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, the last episode of abdominal pain lower, dizziness, vision blurred, feeling abnormal, nausea and arthralgia outcome was unknown, the pelvic pain and dysmenorrhoea had resolved and the intervertebral disc degeneration had not resolved. The reporter provided no causality assessment for intervertebral disc degeneration with essure. The reporter considered altered state of consciousness, arthralgia, autoimmune disorder, back pain, dental caries, device breakage, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypoaesthesia, inflammation, intervertebral disc protrusion, loss of consciousness, menorrhagia, menstrual disorder, muscle spasms, nausea, pelvic pain, procedural pain, salpingitis, vaginal haemorrhage, vision blurred, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: silver metallic coil consistent with assure device (gross diagnosis).the specimen consist of a 3.0 x 0.3 cm spiraled silver metallic coiled is present. Discrepancy noted : plaintiff states that coils were not properly placed and doctor forcibly created a parallel opening through my tubes (which would explain the extreme pain during implantation) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009 : results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping, pelvic pain, inflammation, chronic salpengitis, device breakage, fallopian tube perforation, autoimmune disorder, altered state of consciousness, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, abdominal pain lower, dizziness, vision blurred, feeling abnormal and nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019 : quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058400) on 29-dec-2015. The most recent information was received on 24-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both device stared to separate (inner coil/outer col)/beginning to fragment /left got lot of separation/break down and break apart/coils started to separate/ deteriorate'), fallopian tube perforation ('perforation of proximal right fallopian tube'), device dislocation ('inner rod had already migrated to the abdomen'), pelvic pain ('chronic pelvic pain/pain'), salpingitis ('chronic salpingitis'), intervertebral disc degeneration ('severe deterioration of discs between l4 - l5, and l5 - s1'), autoimmune disorder ('worst autoimmune flare') and altered state of consciousness ('in and out of consciousness') in a 31-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "pathology showed my coils were not properly placed". The patient's previously administered products included for an unreported indication: aspirin, penicillin, ibuprofen and vicodin. Past adverse reactions to the above products included hypersensitivity with aspirin and penicillin. Concurrent conditions included chest pain, depression, gastrointestinal disorder, back pain, yeast infection, microdiscectomy, wisdom teeth removal, colposcopy, weight increased, weight loss, loss of energy, dizziness, headache, blurred vision, hot flashes, feeling cold, weakness, equilibrium loss, blood in stool, vaginal infection, herpes nos, anxiety, tendency to bruise easily, palpitations, skipped beats, ovarian cyst, fibrosis and inflammation. Concomitant products included antidepressants, medroxyprogesterone acetate (depo provera), omeprazole, prednisone, sertraline hydrochloride (zoloft) and valaciclovir. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), intervertebral disc degeneration (seriousness criterion hospitalization), autoimmune disorder (seriousness criterion medically significant), altered state of consciousness (seriousness criterion medically significant), presyncope ("nearly passed out"), inflammation ("inflammation"), menorrhagia ("heavy menstrual cycle/abnormal bleeding (vaginal, menorrhagia)"), the first episode of abdominal pain lower ("cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("back hurt/low back pain"), menstrual disorder ("menstrual symptoms"), dental caries ("few cavities"), muscle spasms ("crazy spasm"), intervertebral disc protrusion ("herniated and the material hit nerve making my right leg go numb"), hypoaesthesia ("my right leg go numb"), procedural pain ("complained of more pain than usual for this procedure/cramping/(which would explain the extreme pain during implantation)"), the second episode of abdominal pain lower ("cramping"), dizziness ("get dizzy"), vision blurred ("my eyes are having difficulty adjusting"), feeling abnormal ("floating head sensation too"), nausea ("immediately nauseous") and arthralgia ("symmetrical joint pain") and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (back surgery, microdiscectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, salpingitis, autoimmune disorder, altered state of consciousness, presyncope, inflammation, menorrhagia, vaginal haemorrhage, fatigue, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, the last episode of abdominal pain lower, dizziness, vision blurred, feeling abnormal, nausea and arthralgia outcome was unknown, the pelvic pain and dysmenorrhoea had resolved and the intervertebral disc degeneration had not resolved. The reporter provided no causality assessment for intervertebral disc degeneration with essure. The reporter considered altered state of consciousness, arthralgia, autoimmune disorder, back pain, dental caries, device breakage, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypoaesthesia, inflammation, intervertebral disc protrusion, menorrhagia, menstrual disorder, muscle spasms, nausea, pelvic pain, presyncope, procedural pain, salpingitis, vaginal haemorrhage, vision blurred, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: silver metallic coil consistent with assure device (gross diagnosis).the specimen consist of a 3.0 x 0.3 cm spiraled silver metallic coiled is present. Discrepancy noted : plaintiff states that coils were not properly placed and doctor forcibly created a parallel opening through my tubes (which would explain the extreme pain during implantation). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping, pelvic pain, inflammation, chronic salpengitis, device breakage, fallopian tube perforation, autoimmune disorder, altered state of consciousness, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, abdominal pain lower, dizziness, vision blurred, feeling abnormal and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment done. The event coding changed from l"oss of consciousness" to "presyncope" for the event nearly passed out. No new follow-up information was received from the reporter. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 29-dec-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), intervertebral disc degeneration ("severe deterioration of discs between l4 - l5, and l5 - s1") and salpingitis ("chronic salpingitis") in a 31-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin and aspirin. Past adverse reactions to the above products included hypersensitivity with aspirin and penicillin. Concurrent conditions included chest pain, depression, gastrointestinal disorder, back pain, yeast infection, microdiscectomy, wisdom teeth removal, colposcopy, weight increased, weight loss, loss of energy, dizziness, headache, blurred vision, hot flashes, feeling cold, weakness, equilibrium loss, blood in stool, vaginal infection, herpes nos, anxiety, tendency to bruise easily, palpitations, skipped beats and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera), omeprazole, sertraline (zoloft) and valaciclovir. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, 6 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criterion hospitalization), salpingitis (seriousness criterion medically significant), inflammation ("inflammation"), menorrhagia ("heavy menstrual cycle/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramps") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the intervertebral disc degeneration, salpingitis, inflammation, menorrhagia, abdominal pain lower, vaginal haemorrhage and fatigue outcome was unknown. The reporter provided no causality assessment for intervertebral disc degeneration with essure. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, inflammation, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping, pelvic pain, inflammation and chronic salpengitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical compliant). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058400) on 29-dec-2015. The most recent information was received on 10-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both device stared to separate (inner coil/outer col)/lbeginning to fragment /left got lot of separation/break down and break apart/coils started to separate/ deteriorate'), fallopian tube perforation ('perforation of proximal right fallopian tube'), device dislocation ('inner rod had already migrated to the abdomen'), pelvic pain ('chronic pelvic pain/pain'), salpingitis ('chronic salpingitis'), intervertebral disc degeneration ('severe deterioration of discs between l4 - l5, and l5 - s1'), autoimmune disorder ('worst autoimmune flare') and altered state of consciousness ('in and out of consciousness') in a 31-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "pathology showed my coils were not properly placed". The patient's previously administered products included for an unreported indication: aspirin, penicillin, ibuprofen and vicodin. Past adverse reactions to the above products included hypersensitivity with aspirin and penicillin. Concurrent conditions included chest pain, depression, gastrointestinal disorder, back pain, yeast infection, microdiscectomy, wisdom teeth removal, colposcopy, weight increased, weight loss, loss of energy, dizziness, headache, blurred vision, hot flashes, feeling cold, weakness, equilibrium loss, blood in stool, vaginal infection, herpes nos, anxiety, tendency to bruise easily, palpitations, skipped beats, ovarian cyst, fibrosis and inflammation. Concomitant products included antidepressants, medroxyprogesterone acetate (depo provera), omeprazole, prednisone, sertraline hydrochloride (zoloft) and valaciclovir. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("heavy menstrual cycle/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), intervertebral disc degeneration (seriousness criterion hospitalization), autoimmune disorder (seriousness criterion medically significant), altered state of consciousness (seriousness criterion medically significant), presyncope ("nearly passed out"), inflammation ("inflammation"), the first episode of abdominal pain lower ("cramps"), back pain ("back hurt/low back pain"), menstrual disorder ("menstrual symptoms"), dental caries ("few cavities"), muscle spasms ("crazy spasm"), intervertebral disc protrusion ("herniated and the material hit nerve making my right leg go numb"), hypoaesthesia ("my right leg go numb"), procedural pain ("complained of more pain than usual for this procedure/cramping/(which would explain the extreme pain during implantation)"), the second episode of abdominal pain lower ("cramping"), dizziness ("get dizzy"), vision blurred ("my eyes are having difficulty adjusting"), feeling abnormal ("floating head sensation too"), nausea ("immediately nauseous"), arthralgia ("symmetrical joint pain") and madarosis ("thining/loss of eyelashes") and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (back surgery, microdiscectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, salpingitis, autoimmune disorder, altered state of consciousness, presyncope, inflammation, menorrhagia, vaginal haemorrhage, fatigue, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, the last episode of abdominal pain lower, dizziness, vision blurred, feeling abnormal, nausea, arthralgia and madarosis outcome was unknown, the pelvic pain and dysmenorrhoea had resolved and the intervertebral disc degeneration had not resolved. The reporter provided no causality assessment for intervertebral disc degeneration with essure. The reporter considered altered state of consciousness, arthralgia, autoimmune disorder, back pain, dental caries, device breakage, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypoaesthesia, inflammation, intervertebral disc protrusion, madarosis, menorrhagia, menstrual disorder, muscle spasms, nausea, pelvic pain, presyncope, procedural pain, salpingitis, vaginal haemorrhage, vision blurred, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: silver metallic coil consistent with assure device (gross diagnosis).the specimen consist of a 3.0 x 0.3 cm spiraled silver metallic coiled is present. Discrepancy noted : plaintiff states that coils were not properly placed and doctor forcibly created a parallel opening through my tubes (which would explain the extreme pain during implantation). Insertion detail: essure micro-insert was properly placed within each tubal lumen and deployed. 2 coils were extending into the uterine cavity on the right side. 2 coils were extending into the uterine cavity on the left side. The essure device could not be properly placed in one or both tubal ostia (as written). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping, pelvic pain, inflammation, chronic salpengitis, device breakage, fallopian tube perforation, autoimmune disorder, altered state of consciousness, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, abdominal pain lower, dizziness, vision blurred, feeling abnormal and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. New event loss of eyelashes was added. Onset date of the event was added: abnormal bleeding (vaginal, menorrhagia). Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058400) on 29-dec-2015. The most recent information was received on 10-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both device stared to separate (inner coil/outer col)/beginning to fragment /left got lot of separation/break down and break apart/coils started to separate/ deteriorate'), fallopian tube perforation ('perforation of proximal right fallopian tube'), device dislocation ('inner rod had already migrated to the abdomen'), pelvic pain ('chronic pelvic pain/pain'), salpingitis ('chronic salpingitis'), intervertebral disc degeneration ('severe deterioration of discs between l4 - l5, and l5 - s1'), autoimmune disorder ('worst autoimmune flare') and altered state of consciousness ('in and out of consciousness') in a 31-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "pathology showed my coils were not properly placed". The patient's previously administered products included for an unreported indication: aspirin, penicillin, ibuprofen and vicodin. Past adverse reactions to the above products included hypersensitivity with aspirin and penicillin. Concurrent conditions included chest pain, depression, gastrointestinal disorder, back pain, yeast infection, microdiscectomy, wisdom teeth removal, colposcopy, weight increased, weight loss, loss of energy, dizziness, headache, blurred vision, hot flashes, feeling cold, weakness, equilibrium loss, blood in stool, vaginal infection, herpes nos, anxiety, tendency to bruise easily, palpitations, skipped beats, ovarian cyst, fibrosis and inflammation. Concomitant products included antidepressants, medroxyprogesterone acetate (depo provera), omeprazole, prednisone, sertraline hydrochloride (zoloft) and valaciclovir. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("heavy menstrual cycle/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), intervertebral disc degeneration (seriousness criterion hospitalization), autoimmune disorder (seriousness criterion medically significant), altered state of consciousness (seriousness criterion medically significant), presyncope ("nearly passed out"), inflammation ("inflammation"), the first episode of abdominal pain lower ("cramps"), back pain ("back hurt/low back pain"), menstrual disorder ("menstrual symptoms"), dental caries ("few cavities"), muscle spasms ("crazy spasm"), intervertebral disc protrusion ("herniated and the material hit nerve making my right leg go numb"), hypoaesthesia ("my right leg go numb"), procedural pain ("complained of more pain than usual for this procedure/cramping/(which would explain the extreme pain during implantation)"), the second episode of abdominal pain lower ("cramping"), dizziness ("get dizzy"), vision blurred ("my eyes are having difficulty adjusting"), feeling abnormal ("floating head sensation too"), nausea ("immediately nauseous"), arthralgia ("symmetrical joint pain"), madarosis ("thinning/loss of eyelashes"), abdominal pain ("abdominal pain") and scoliosis ("scoliosis") and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (back surgery, microdiscectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, salpingitis, autoimmune disorder, altered state of consciousness, presyncope, inflammation, menorrhagia, vaginal haemorrhage, fatigue, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, the last episode of abdominal pain lower, dizziness, vision blurred, feeling abnormal, nausea, arthralgia, madarosis, abdominal pain and scoliosis outcome was unknown, the pelvic pain and dysmenorrhoea had resolved and the intervertebral disc degeneration had not resolved. The reporter provided no causality assessment for intervertebral disc degeneration with essure. The reporter considered abdominal pain, altered state of consciousness, arthralgia, autoimmune disorder, back pain, dental caries, device breakage, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypoaesthesia, inflammation, intervertebral disc protrusion, madarosis, menorrhagia, menstrual disorder, muscle spasms, nausea, pelvic pain, presyncope, procedural pain, salpingitis, scoliosis, vaginal haemorrhage, vision blurred, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: silver metallic coil consistent with assure device (gross diagnosis).the specimen consist of a 3.0 x 0.3 cm spiraled silver metallic coiled is present. Discrepancy noted : plaintiff states that coils were not properly placed and doctor forcibly created a parallel opening through my tubes (which would explain the extreme pain during implantation). Insertion detail: essure micro-insert was properly placed within each tubal lumen and deployed. 2 coils were extending into the uterine cavity on the right side. 2 coils were extending into the uterine cavity on the left side. The essure device could not be properly placed in one or both tubal ostia (as written). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping, pelvic pain, inflammation, chronic salpengitis, device breakage, fallopian tube perforation, autoimmune disorder, altered state of consciousness, back pain, menstrual disorder, dental caries, weight increased, muscle spasms, intervertebral disc protrusion, hypoaesthesia, procedural pain, abdominal pain lower, dizziness, vision blurred, feeling abnormal and nausea. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: abdominal pain, scoliosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received:reporter information was added. New event "abdominal pain and scoliosis " was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5058400) on 29-dec-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), intervertebral disc degeneration ("severe deterioration of discs between l4 - l5, and l5 - s1") and salpingitis ("chronic salpingitis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intervertebral disc degeneration (seriousness criterion hospitalization), salpingitis (seriousness criterion medically significant), inflammation ("inflammation"), menorrhagia ("heavy menstrual cycle") and abdominal pain lower ("cramps"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intervertebral disc degeneration, salpingitis, inflammation, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, inflammation, menorrhagia, pelvic pain and salpingitis to be related to essure. The reporter provided no causality assessment for intervertebral disc degeneration with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical event is not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received- case upgraded as incident. Legal reporters were added. New events, inflammation, heavy menstrual cycle, cramps, chronic salpingitis, chronic pelvic pain were added. Surgical treatment was added. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only". Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.